Event description:
Ous MDR - it was reported that one day after the implantation, the lead showed an increased pacing threshold of 4.2 v and impedance >2000 ohm. Three days after the implantation, it was replaced by another lead and returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was subjected to extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Visual inspection showed the inner conductor coil to be severely twisted in the region of the is-1 connector pin. Analysis showed that the root cause was excessive turning of the screw mechanism. Moreover, the inner conductor coil was also found to be deformed 13 cm distal to the is-1 connector pin, which is suspected to be due to the surgical procedure. Analysis showed no further deviations that could be connected to the clinical complaint. The electrical values measured were within specification. Analysis showed no indication of a material or manufacturer defect.